Event description:
Customer reached out on (B)(6) regarding low suction with her double pump with "I'm so stressed out and I forgot to mention each time I use I break out in a rash. Doctor provided antibiotic cream for the customer.